Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom 'constant downstream occlusion' was verified through the a review of the event history log by the presence of false ¿downstream occlusion!¿ alarms. Evaluation revealed that the cause was downstream tubing guide depth was out of the range and the shims found loose. The downstream tubing guide and downstream sensor were both required to be replaced. Which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Na.